Event description:
Patient reported experiencing elevated blood glucose levels up to 24 mmol/l (432 mg/dl) since (B)(6) 2012. Patient stated she thinks the infusion device delivers too low of an amount of insulin. Patient reported she also thinks the device does not trigger the w2 (battery low) and e2 (battery empty) error messages. Patient stated when her blood glucose level is too high she changes the battery immediately. Patient reported for example on (B)(6) 2012 at 7 am her blood glucose level was 8.6 mmol/l (155 mg/dl), she ate and then administered 4.0 units of insulin via the infusion device. Patient stated at 12 pm her blood glucose level was 4.0 mmol/l (72 mg/dl), she ate and then administered 3.0 units of insulin via the infusion device; at 6:09 pm her blood glucose level was 7.9 mmol/l (142 mg/dl), she ate and then administered 6.0 units of insulin via the device and then at 10 pm her blood glucose level was 12 mmol/l (216 mg/dl), she administered 3.0 units of insulin and then the infusion device displayed an e6 (mechanical error). Patient reported she changed the insulin cartridge, the batter an the infusion set and then at 10:30 pm her blood glucose level was 14.0 mmol/l (252 mg/dl) and she administered 2.0 units of insulin via the infusion device. Patient stated at 11 pm her blood glucose level was 15.6 mmol/l (281 mg/dl), she administered 3.0 units via the infusion device and then at 11:30 pm her blood glucose level was 16.7 mmol/l (301 mg/dl) and she administered 3.5 units of insulin via syringe. Patient reported that on (B)(6) 2012 at 7:30 am her blood glucose level was 9.5 mmol/l (171 mg/dl). Patient's normal blood glucose range was not provided. Patient stated she was able to get her blood glucose level under control by herself and she is having no health problems. Patient reported she uses the infusion set tubing and the insulin cartridge 6-7 days. Advised on appropriate usage time. No further information is available. The patient did not require assistance from a healthcare professional or second party to address the issue. Requested return of the alleged infusion device for evaluation.

Manufacturer narrative:
This incident occurred outside of the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in the supplemental report.